Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 780 hematology analyzer was leaking diluent from the probe onto the countertop. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support troubleshot the issue with the customer via the telephone. Customer reported that a tube had disconnected from the center section of the blood sampling valve. Customer reported that they reattached the tubing and corrected the problem.